Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment was cracked. This report is made based on results of investigation completed on 10/06/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: evaluation revealed that the battery compartment is cracked along the side on threads, on threads above the bumper pad, and below the bumper pad. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).